Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A lot history review (lhr) review is not possible; as no manufacturing lot number has been provided. Device not returned for evaluation.

Event description:
The child received PICC on (B)(6) 2019, and was given detailed education after the catheterization. The child and his family cooperated well after the catheterization. On (B)(6) 2020 after treatment, b-ultrasound examination was performed without thrombosis. PICC was removed. After the extubation, the catheter was found to be broken and 10cm remained in the body. The tourniquet was immediately tied to bedside x-ray positioning. The remaining catheter was found in the pulmonary artery. The family members of the child, and communicated with them. After consultation with the interventional department, the percutaneous intravenous catheterization was performed under propofol anesthesia at (B)(6) 19:45. The operation went smoothly and returned to the ward at 20:30.